Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, patient was revised in 2009 because of reaction to metal debris. During revision procedure, extensive soft tissue damage and osteolysis were noted. The acetabular cup and modular head were removed and replaced with a shell, and polyethylene liner component.

Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, patient was revised in 2009 because of reaction to metal debris. During revision procedure, exensive soft tissue damage and osteolysis were noted. The acetabular cup and modular head were removed and replaced with a shell and polyethylene liner component.

Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, patient was revised in 2009 because of reaction to metal debris. During revision procedure, exensive soft tissue damage and osteolysis were noted. The acetabular cup and modular head were removed and replaced with a shell and polyethylene liner component.

Manufacturer narrative:
Evaluation of the returned device noted parallel wear marks, possibly from contact with the rim of the articular surface of the cup. The morse taper of the head showed possible evidence of fretting corrosion. The bearing surface of the component exhibited wear apparently due to a third body abrasive trapped in the clearance. Possible sources of third body abrasive could not be determined with certainty, but might include debris generated by subluxation of the joint (either wear debris from the stem taper resulting from neck impingement or debris resulting from bony impingement) or fretting corrosion debris from the morse taper.this report filed september 1, 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device was inconclusive.

Manufacturer narrative:
User facility filed report after receiving a faxed letter from biomet on june 4, 2009 with event details. This follow-up is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same person, part number and event.